Manufacturer narrative:
Concomitant medical products: product ID: tm90p01, lot#/ serial#: (B)(4), product type: accessory; product ID: 978b133, lot# / serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: tm90p01, serial/lot #: (B)(4) , ubd: 08-jul-2022, UDI#: (B)(4) ; product ID: 978b133, serial/lot #: (B)(4) , ubd: 08-jul-2022. Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient(pt) stated they don't feel the stimulation is working for their bladder symptoms. Pt states they think this started a week ago or maybe longer. Pt stated they tried putting stimulation really high but that hasn't resolved the issue. Patient services walked pt through various steps the patient can take. Pt stated they still feel they could increase stim and possibly have it still be comfortable. Patient services reviewed stim should be felt in the bike seat area and comfortable. If increasing doesn't resolve, patient services recommended speaking to doctor about possible program change. Patient stated they will try to continue to increase stim to see if this helps their symptoms. Pt called back and said when they first got the stimulator it helped their symptoms then later, probably 3 weeks later, they noticed more and more, they had to pee more. Pt wanted to use their control equipment because it did not seem like it was high enough so yesterday when they were trying to up it, it told them, it was not responding. Worked with pt to try and power up the communicator however no lights came on. Pt plugged it into ac power and reported the orange light came on. Reviewed some communicator recharging best practice and recommended pt allow that to charge a couple of hours before trying again. Reviewed if they need further assistance they can call back. Pt will allow the communicator to charge and may call back if they need further support. The patient called back after charging their communicator but are still not able to communicate to the ins. The patient stated their is a wire sticking out at their ins site which they thought was a stitch at first. The wire is coming through the skin. Recommended patient follow up with managing physician to address this.

Event description:
Additional information was received from a healthcare provider (hcp). The healthcare provider reported that the patient had not contacted them first about the issue of the wire sticking out nor the communication error. When asked what steps were or would be taken to try to resolve the communication issue, they responded they had contacted the patient on (B)(6) 2021 to schedule an appointment. The patient said everything was fine and they did not need an appointment.

Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead h6 correction: added fdc d12 for lead. H10 correction: removed "product ID tm90p01 lot# serial# (B)(6) implanted: explanted: product type accessory" b3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.